Manufacturer narrative:
(B)(4). H6: health effect - clinical code - e1803 nodule.

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient experienced bleeding upon sensor insertion in the abdomen, but he continued to keep the sensor on. The patient stated after five days the sensor stopped working and he removed the sensor. Upon sensor removal, the patient felt the sensor wire poking out of the skin and the area around the puncture site was red, swollen, and hard. As per patient¿s spouse, they sought care in the emergency room (unspecified date) and the patient was prescribed an unspecified oral antibiotic. At the time of the follow up report, the spouse stated the patient was doing well and the insertion site healed after treatment. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.